Event description:
It was reported, that the subject device had not recognized the camera on the stack. And not operating. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
Additional information was provided by the customer. Issue was identified during therapeutic hysteroscopy procedure, which was completed with the similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Please see also section b5 (event found at) obtained from customer response to follow up. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, during the device evaluation a no image was noted. Based on the results of the investigation, probable causes such as damage or deterioration of parts due to wear and tear, and/or electrical problems such as open circuit, short circuit, or signal loss, and mechanical problems such as leakage or seal deformation. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.